Event description:
Patient was taken to surgery to repair a congenital pulmonary airway malfunction. The procedure went well, but when the patient was in the pacu, he had a cardiac and pulmonary arrest requiring CPR. The patient was returned to the operating room and when visualized the entire bronchial staple line was disrupted. The cause is not known. The surgeon repaired the bronchial staple line. The patient survived and has been discharged from the hospital. The patient was examined by neurology. An MRI was done and the patient has had seizures requiring new medications. FDA safety report ID# (B)(4).